Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Blood glucose was not impacted. A syringe needle changes were performed resolving the issue and insulin delivery was resumed.